Manufacturer narrative:
Corrected data: there was no cartridge fitting issue.

Event description:
It was reported that the customer had an issue with loading a cartridge onto the pump. However, there was no cartridge fitting issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an issue with loading a cartridge onto the pump. Reportedly, the push rod on the pump was in the "downward" position which prevented the customer from loading the cartridge onto the pump. The customer pushed the cartridge shuttle down and successfully loaded a cartridge to address the event. Blood glucose was in the 230's (mg/dl).